Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Fse could not duplicate the problem. The unit passes sst and est. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Reported by customer: unit failed pressure relief test. Not in use, no patient/user harm reported.